Manufacturer narrative:
The reported incident that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an over torque over the screwdriver tip the device shows a stress breakage on its tip. This event, most likely, could be caused by repeatedly exposures to a high torque force. This event is known by stryker. Due to the nature of the device, it is not recommended to use this instrument in combination with power tools and pre drill if necessary. If it is applied too much force on it, is probable that this type of breakages could happen. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that the blade broke during screwing in of the screw. Everything could me removed, nothing remained in the patient. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that the blade broke during screwing in of the screw. Everything could me removed, nothing remained in the patient. Replacement was available.